Event description:
A 1.25 diameter x 10mm length sprinter legend dilation balloon catheter was inserted into a patient for the treatment of the lad lesion. The lesion morphology was reported as moderate tortuosity and severe calcification with 99% stenosis. It was reported that the sprinter legend dilatation balloon catheter was advanced to the intended lesion site for pre-dilatation. It was reported that when the balloon was inflated, it burst on first inflation. The device was successfully removed. A second sprinter legend of the same size was used to complete pre-dilatation of the lesion. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes: results: conclusions: (moderate tortuosity and severe calcification with 99% stenosis). Evaluation summary: medtronic has received the device and the evaluation has been completed. The distal tip was damaged suggesting that it may have stubbed against the lesion. There was crystallized residue present in the inflation lumen and the balloon. There was blood present in the distal section of the balloon indicating the presence of a leak. Negative purge did not confirm the presence of a leak possibly due to the presence of crystallized residue in the inflation lumen and the balloon. The device was placed in a water bath in an effort to disperse the residue. Negative purge indicated the presence of a leak. A short radial tear was located immediately distal to the distal side of the marker band. There were no abnormalities or lifting noted on the distal side of the marker band. Information received from the account confirmed that there were no abnormalities noted during preparation and negative preparation of the device. The physician encountered resistance advancing the balloon across the lesion and applied force in an attempt to cross. The damage noted to the balloon is consistent with the balloon material being pressed against stenosis or calcium as the device is being advanced. Given that the physician encountered resistance advancing the balloon it appears most likely that the tear to the balloon material was due to the patent lesion morphology.